Event description:
It was reported that during impaction, the spacer pre-maturely disengaged from the inserter and was left positioned anterior to the disc. Surgeon did not retrieve the spacer from a posterior approach and had to close the patient and go with an anterior approach. No additional complications were reported.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Evaluation showed that inserter mates fine with implant. No damage to either was found by macroscopic exam. Complaint was not able to be reproduced. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.